Event description:
Received info reporting problems with lack of stimulation. Pt states program b has no stimulation. Medtronic rep reports the impedance levels are normal. It was also reported there is a lack of stimulation with certain movements or when pressure is applied to the lead or extension area. No known accident or incident related to this complaint. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).